Manufacturer narrative:
Reporting user facility confirmed the particle never reached the patients eye. The information provided does not suggest that a malfunction or deterioration in the characteristics or performance of the device may have caused or contributed to the event. This case is no longer considered reportable.

Manufacturer narrative:
Although requested, product was not returned for evaluation. A review of the device history records could not be completed as the serial number was not provided. The investigation is ongoing.

Event description:
A user facility reported that during surgery when the cataract was being removed, a black substance was noticed in the eye. It was confirmed there was no patient impact. Additional information was requested but not yet received.